Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: the customer did not provide bd pas with product catalog number or lot number information, when requested. After 3-follow-up attempts to obtain additional information, bd pas has closed this customer complaint. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. As no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause could not be determined.

Event description:
It was reported that during use of the unspecified bd¿ tubes the tubes had no vacuum causing underfill. The tubes also had issues with foreign matter. The following information was provided by the initial reporter, translated from portuguese to english: I have this batch without vacuum, I waste about 15 tubes a day. Not to mention tube is coming dirty inside the package, in the tube there is even scratch looking like old tube.